Manufacturer narrative:
Customer returned (1) open pen needle. Microscopic exam of the returned sample revealed characteristics such as residual bend on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. Complaint cannot be confirmed as a defect. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports.

Event description:
Customer reported needle break off in injection site. He went to ER and had an x-ray taken.